Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a low draw of blood and hemolysis occurred. There was no report of patient impact. The following information was provided by the initial reporter: 20/jan/2023 customer says that the needle sticks in the vessel wall of the vein. This cause more foam in the tube and that leads to higher hemolyze in the blood. This is customer words. "I tried to get statistics of how much more hemolyze they got and when this issue started, and they said that when they started to use eclipse signal pah it started. They normally use eclipse pah. They have a mix of tubes from bd and hettich. Pst and citrate tube from bd and stt and edta from hettich." They also say that eclipse signal pah cause more underfilling of the tubes, particularly citrate tube. When I looked in to those tubes they had 1 ½ month left of expire date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a low draw of blood and hemolysis occurred. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023 customer says that the needle sticks in the vessel wall of the vein. This cause more foam in the tube and that leads to higher hemolyze in the blood. This is customer words. "I tried to get statistics of how much more hemolyze they got and when this issue started, and they said that when they started to use eclipse signal pah it started. They normally use eclipse pah. They have a mix of tubes from bd and hettich. Pst and citrate tube from bd and stt and edta from hettich." ¿ they also say that eclipse signal pah cause more underfilling of the tubes, particularly citrate tube. When I looked in to those tubes they had 1 ½ month left of expire date.